Event description:
It was reported that non-sustained ventricular oversensing alert via a merlin.net transmission was observed. Patient was brought into clinic for further evaluation. Oversensing was replicated with deep inspiration. Programming changes resolved the issue. Patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.